Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has a shock equipment malfunction. There was no reported patient involvement.

Event description:
It was reported to philips that the device had a shock equipment malfunction. There was no reported patient involvement. The reported problem couldn¿t be verified or duplicated in the lab. No fault found (nff) with this therapy board.

Manufacturer narrative:
Philips bench repair technician provided a quote for replacement of the therapy pca and informed the customer that there is a global ship hold . The device remains at philips repair bench and will be returned to the customer upon replacement of the therapy pca or customer's refusal of quote.